Event description:
The customer reported they were unable to pull up saved images and intermittent data loss. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as repair info is unavailable at this time.